Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic wedge resection while stapling the lung tissue, a noise was heard and the physician could not fire the stapler leaving the proximal staple line incomplete. The surgeon was however able to press the green button but unable to squeeze the handle. The physician used a new set of stapler and reloads to complete the procedure. The patient was alive with no injury.